Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error while helping the customer troubleshoot for a no delivery alarm. The patient's blood glucose level was 364 mg/dl at the time of the call. The customer stated that they treated their high blood glucose with an insulin pen. The customer assisted with clearing the alarm and was able to complete the rewind sequence. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: unit passed the rewind, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. Unable to perform excessive no delivery due to motor error. Unable to confirmed e70 error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners.